Manufacturer narrative:
Sample analysis: the device will not be returned for analysis. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformanaces were observed.

Event description:
It was reported that two microvention coils and two competitive coils were deployed into a 14mmx14mm intracranial aneurysm. The embolization procedure was completed without incident. The following day, the pt was reported to have a severe headache. Based on the limited information that was provided to microvention, it is assumed that the aneurysm ruptured. The pt was treated using an additional 22 embolization coils, and reportedly was in a coma. No additional information was made available to help clarify this incident.